Event description:
On call back in 2009, pt reports he experienced more high blood glucose episodes in 2009 and the next day. He states he has not had any further occlusion alerts. Pt reports his glucose meter displayed hi (>600 mg/dl). He stated he delivered a 20 unit bolus, waited an hour, took another reading, the meter read hi, took 15 units, waited another hour, his meter still displayed hi, took another 20 units. Pt reports he was up all night drinking water and urinating. He states no occlusion occurred during these high blood glucose episodes. Pt reports at one point this morning, his blood glucose dropped to 20 mg/dl, and he was taken to the hospital. He states he does not remember many details during this time and released from the hospital to visit his doctor. Pt reports he discussed the high blood glucose with his doctor today who recommended he go off the infusion device. Pt says he believes the infusion device may be causing the high blood glucose episodes. Had pt switch to the backup infusion device. He will use the backup device a week to determine if the high blood glucose episodes recur. At pproximately 10 days later during a follow up call, pt reported he had not had hyperglycemia while using the backup infusion device. Infusion device was replaced and requested return of the affected infusion device for evaluation.